Manufacturer narrative:
Type of investigation : lens work order search: no similar complaint type events reported for units within the same lot. G4-PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -12.00 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to the patient experienced headaches. It was noted there is no plan to replace the lens. The problem was resolved.